Event description:
Procedure type: according to the reporter: after changing the device, the needle disengaged from the jaws of the device again but was retrieved. Another device was used to complete the case. There was no bleeding or tissue damage. The case was extended more than 30 minutes.

Manufacturer narrative:
(B)(4). MDR reference # (same case): 1219930-2010-00311.